Event description:
A medical blade broke down by the hub as they were removing it from the handle. Rptr was not sure if they were using a hemostat or were trying to put the blade directly into the holder/counter. It broke in one piece and they were facing away from the pt so there was no pt involvement. The blade hit the wall and bounced back into the basin. Sample was not retained.